Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018. Customer¿s blood glucose was 29 mg/dl, 26 mg/dl and 40 mg/dl at the time of hospitalization. Customer was hospitalized from (B)(6) 2019. Customer was treated with d50 and intravenous fluid at the time of hospitalization. Customer was wearing an insulin pump at the time of hospitalization. The product will not return for the analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the customer received emergency medical assistance on (B)(6) 2019.